Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product investigation, analysis and resolution for the device described in this report. The device was evaluated by a maquet service tech who could not reproduce the reported issue. Complete performance and functional testing was successfully executed. The device operated according to specifications and was returned to service. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
(B)(4).